Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/chronic') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not under go essure confirmation test". The patient's previously administered products included for an unreported indication: mirena. Concurrent conditions included itching. Concomitant products included medroxyprogesterone acetate (depo provera). On (B)(6) 2014, the patient had essure inserted. In 2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2015, the patient experienced vaginal discharge ("vaginal. Discharge"). In (B)(6) 2016, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In 2016, the patient experienced vision blurred ("vision/eye problems type: blurred vision"). In 2017, the patient experienced fatigue ("fatigue"). In 2018, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and anaemia ("blood or heart disorder/condition : anemia"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), back pain ("lower back pain"), metrorrhagia ("menorrhagia (bleeding b/w periods)") and nervous system disorder ("neuro conditions/problem"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral)). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, abdominal pain, back pain, dysmenorrhoea, dyspareunia, menorrhagia, metrorrhagia, vaginal discharge, fatigue, vision blurred, nervous system disorder, anaemia and vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain, anaemia, back pain, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, metrorrhagia, nervous system disorder, pelvic pain, vaginal discharge, vaginal haemorrhage and vision blurred to be related to essure. The reporter commented: received treatment for pain, bleeding :yes, bladder/urinary problem : no. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-oct-2019: pfs received. Concomitant medication and condition added. Events ; abnormal bleeding (vaginal), did not under go essure confirmation test were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/chronic') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("menorrhagia (bleeding b/w periods)"), vaginal discharge ("vaginal. Discharge"), fatigue ("fatigue"), visual impairment ("vision problems"), nervous system disorder ("neuro conditions/problem") and anaemia ("anemia"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral)). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, abdominal pain, back pain, dysmenorrhoea, dyspareunia, menorrhagia, metrorrhagia, vaginal discharge, fatigue, visual impairment, nervous system disorder and anaemia outcome was unknown. The reporter considered abdominal pain, anaemia, back pain, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, metrorrhagia, nervous system disorder, pelvic pain, vaginal discharge and visual impairment to be related to essure. The reporter commented: received treatment for pain, bleeding: yes, bladder/urinary problem: no. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 6-sep-2019: pfs received. This case become incident. Reporter information added. Previously reported event injury to herself were updated pelvic pain, abdominal pain, back pain, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), menorrhagia (bleeding b/w periods), vaginal. Discharge, fatigue, vision problems, neuro conditions/problem, anemia no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.